Manufacturer narrative:
Date rec¿d by MFR : 15oct2019, date of report : 16oct2019. The customer confirmed the issue was resolved. However, the customer declined to provide repair details. After numerous attempts to obtain information on the repair details of this device, this complaint is being closed. If additional information is received a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) requesting battery information. No additional information was provided regarding the battery issue. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.